Event description:
74 y/o pt complained of discomfort in rt wrist. On 7/9/97 x-ray revealed a foreign body near the radius. On 7/22/97 a thin metallic wire was removed from the radial artery. The pt was hospitalized on 4/18/96 to 4/20/96 and 4/22/96 to 4/24/96. Right radial arterial catheter was inserted in o.r. On 4/18/96 and 4/22/96. Hospital personnel report the arterial catheter kit in use at the present was utilized in 1996. After checking with the hospital involved and examination of the arterial catheter components it appears that the broken wire corresponds in size to the small guide wire.